Event description:
The event is reported as: the customer alleges the valve was stuck in the inflation balloon. There was no confirmation of pt involvement.

Event description:
The event is reported as: the customer alleges the valve was stuck in the inflation balloon. There was no confirmation of patient involvement.

Manufacturer narrative:
(B)(4). The sample was received in an open original lma pouch. The device was observed to have a clear airway tube. The vent tab was not returned with the lma supreme. The reported failure was verified during the visual inspection. The glue at the joint between the inflation balloon and the check valve was observed to be insufficient. The current gluing method at the joint between the check valve and the inflation balloon was reviewed. The current gluing method was confirmed to pass the pulling tests. However, the samples that were not glued with the current gluing process failed the pulling tests. This was the second incident reported with this similar defect. The reported defect was confirmed during visual inspection. The insufficient amount of glue was due to a manual operation. Relevant parties were made aware of the incident and respective actions were taken in regards to the production line operations and lots. Close monitoring of this reported issue has been put into place.

Manufacturer narrative:
(B)(4). The device sample was not returned for eval at the time of this report.